Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Berns, j., priddy, b., belal, a., seibold, r. D., zieles, k., & jea, a. (2021). Standardization of cerebrospinal fluid shunt valves in pediatric hydrocephalus: an analysis of cost, operative time, length of stay, and shunt failure.  Journal of neurosurgery. Pediatrics, 1¿6. Https://doi.org/10.3171/2020.8.peds20477. Medtronic received a literature article in which the aim was to evaluate new csf diversion shunts, as well as shunt revisions requiring a new valve, or a new valve and at least a new proximal or distal catheter over a 1-year period from january 1, 2016, to december 31, 2016. 181 shunt surgeries were performed, in which the average age of the patient was 6.12 years old, consisting of 61 boys and 26 girls. In this article 10 shunts were indicated for revision within 12 months after index surgery due to infection, and 29 shunts due to shunt malfunction.